Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output. No evidence of an internal mechanism for premature depletion was found during destructive analysis.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a manufacturer representative reported that the patient's battery depleted after 1.5 years, a short time. The setting was at 0.6v and they explanted and replaced the battery after depletion. The manufacturer representative wanted the implantable neurostimulator (ins) analyzed and it would be returned. The issue was not resolved and the patient status was alive with no injury. The patient's medical history included fecal incontinence. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that "normal settings" were used in addition to the amplitude being set at 0.6v. No specific settings were provided. Cycling was not used. No further information was reported.